Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 192 mg/dl. Customer stated that she had it inside her bra while she was working. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.